Event description:
On (B) (6) 2010 patient reported experiencing unexplained elevated blood glucose for the past 2 weeks. Patient stated he noticed his blood glucose will not go down with boluses and that they increase after delivering a bolus. Patient reported a blood glucose on (B) (6) 2010 of 200 mg/dl and he had not eaten; delivered a 4.0 unit bolus. Patient stated an hour later his blood glucose was 300 mg/dl; delivered a bolus of 7.0 units of insulin. Patient reported a blood glucose of 480 mg/dl an hour later; deliver a bolus of 10.0 units of insulin. Patient stated an hour later his blood glucose was 516 mg/dl and he took an injection of 15 units of insulin. Patient then reported he delivered a meal bolus of 10.0 units of insulin before dinner and then an hour and a half later his blood glucose was 478 mg/dl. Patient stated he took an injection of 10.0 units of insulin at bedtime and woke up at 2 am with a blood glucose of 227 mg/dl; no bolus or injection was taken at that time. Patient reported he woke up this morning with a blood glucose of 380 mg/dl. Patient stated he typically changes his sites every 3-4 days. Reviewed basal rates; patient reported he noticed that some of the hours needed to be changed which he will do after the call. Reminded him to press check twice to confirm and save the new basal settings. Recommended changing the adapter with the next cartridge change. Advised him to change the battery as soon as possible. Had patient disconnect attempt to bolus; delivered a couple of units before insulin dripped from the tubing. He reconnected to the infusion device. Patient reported he had been taking a medication which the pharmacist explained could affect his blood glucose. Advised him to seek advice from his doctor about the elevated blood glucose. The patient did to require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.